Event description:
The type of this complaint is implants¿ removal due to the acetabular bone fracture of the left hip. Tha for oa had taken place in other hospital by use of cement (there is no information on when it had been conducted.) Because of the acetabular bone fracture, the cement cup broke through the acetabular bone. So the surgery took place on (B)(6) in order to remove the products in question. The cause of the acetabular bone fracture has not been identified. The revision will not be conducted considering that the patient is bedridden, (B)(6) years old. The surgery was complete without any delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A review of the information made available confirmed that insufficient information had been provided to complete a complaint investigation.the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.